Event description:
During c section, when an instrument was being placed on the large, back sterile table, it punctured a hole in the table cover, breaking sterility. The instrument was removed from use and a clean, sterile, operating room towel was placed over the hole. FDA safety report ID# (B)(4).